Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have caused the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One sample was returned for evaluation; there were 12 gauze observed in the pack. Based on the investigation and analysis, the most possible root cause is attributed to the miscounted product becoming mixed into the finished goods pack by mistake during the weighting process. As continuously improvement activities, the supplier has trained the weighting operators to cull the miscounted product during the separation transfer. This complaint will be used for trending purpose.

Manufacturer narrative:
It was initially reported on the 3500a form that the product code was 441601 however upon further information provided by the customer the actual product should be 441601a. The item code has been changed from 441601 to 441601a.

Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (b)() 2015 that a customer had an issue with a gauze sponge. The customer reported that there were 12 gauze banded together instead of 10.